Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and in addition to the reported in b5, the device evaluation found the following: due to a dent on the channel tube the forceps could not be inserted smoothly, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the bending section cover had a scratch, the adhesive on the bending section cover had a white-clouded area, the adhesive around the light guide lens was peeled, the adhesives around the light guide lens had white-clouded area, the connecting tube had a dent, the universal cord had a scratch, and the control unit had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had a forceps insertion/removal failure. It is unknown when the issue was observed and there were no reports of patient or user harm associated. The device was returned to olympus for a device evaluation and found due to damage on the suction tube in the control section foreign objects came out of the distal end. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.